Manufacturer narrative:
(B)(4). A maquet field service technician has been sent for repair. According to service order report (B)(4) a log-files analysis was performed. Results: the user switched off the device. Back-flow alarms were detected, too. All safety and performance tests were performed. The device passed all tests successfully. No failure could be found. It could not be reproduced why the user switched off the device. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to customer the device had a total failure during patient treatment. The display was black and the blood flow decreased to zero. The patient was hand-cranked. A restart was impossible. The device had to be swapped out. Ch is ready for investigation in the hospital. It was connected to external power supply. Technician was informed. There were no known consequences to the patient. (B)(4).